Event description:
I was getting ear candling done for the first time and the first side (left ear) went fine. On the right side, after 5 minutes, the candle exploded in my ear and I started screaming. The aesthetician became obviously upset and uncomfortable and told me this never happens. She cleaned my ear, put a paste for burn victims in it and gave me a cream to take home and apply. (B)(6).